Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results from 3 samples from 1 patient tested for troponin t hs stat on a cobas 6000 e 601 module and suspected interference. Only the results from one of the samples were discrepant. On (B)(6) 2018, the patient had a troponin t hs stat result of 27.24 ng/l. Two hours later, a second sample was obtained. This sample initially produced a "sample c." Alarm. This sample was repeated and the result was 65.74 ng/l. This result was reported outside of the laboratory where the patient was taken to angiography to test for an acute myocardial infarction. No risk was observed after the angiography. This sample was repeated on (B)(6) 2018 and the result was 40.44 ng/l. On (B)(6) 2018, a third sample was obtained and the result was 27.46 ng/l. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 26765405 with an expiration date of 31-jan-2019.

Manufacturer narrative:
The second sample from (B)(6) 2018 (65.74 ng/l) and the sample from (B)(6) 2018 (27.46 ng/l) were submitted for investigation. The samples were tested for troponin t hs stat on a cobas e 411 immunoassay analyzer and a cobas 8000 e 602 module used at the investigation site. The investigation reproduced the customer's troponin t hs stat results from the (B)(6) 2018 sample. The investigation was not able to reproduce the customer's troponin t hs stat results from the (B)(6) 2018 sample. The sample from (B)(6) 2018 was further investigated using serum fractionation. The troponin t hs stat value is believed to be correctly positive. An interference was not identified.

Manufacturer narrative:
The customer thinks all the results from each sample are too high. The doctors were expecting troponin t hs stat results < 14 ng/l. No issues were identified during a review of the alarm trace or calibration data. Qc was not run on the date of the event. Qc results from (B)(6) 2018 were within range. Based on the pictures the customer provided for the 1st and 2nd samples, the samples may be hemolytic. Since the customer received a "sample c" alarm initially for the 2nd sample, the 2nd sample may not have been sufficient.